Manufacturer narrative:
The insulin pump had a button error alarm due to moisture damage keypad traces. The insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip,belt clip slot, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.